Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that emergency medical service was dispatched due to customer having a hypoglycemic event. Customer's blood glucose reading was unknown at the time of event, but was 97 mg/dl during the call. Customer declined to troubleshoot. Nothing was replaced or returned.